Manufacturer narrative:
Correct d10: concomitant prod: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24358 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). Inability to insert mapping catheter into balloon catheter (compatibility issue) was confirmed. The mapping catheter was stuck inside the balloon segment. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.25 inches proximal to the catheter tip. In conclusion, the reported issue (compatibility and inability to insert mapping catheter into balloon catheter) was confirmed through analysis. The balloon catheter failed return inspection due to a guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the dilatator did not connect into the sheath. The sheath was replaced which resolved the issue. It was not possible to advance the mapping catheter through the balloon catheter due to resistance at the end. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.